Event description:
It was reported that patient experienced erosion in scrotum around pump. Inflatable penile prosthesis (ipp) pump was explanted and replaced with spectra penile prosthesis (spp). No adverse patient effects. Additional information was requested. Additional information was received. All components of the ipp were explanted.